Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Device manufacture date: 12/03/2014 - 12/09/2014. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap sponge had inadequate iodine. The nurse stated that the sponge had a tan tint but it was completely dry. This issue was found in the clinic during patient setup. There was no patient injury or medical intervention associated with this event. No additional information is available. This is report 19 of 20.